Manufacturer narrative:
Returned plate was examined under magnification. Fracture occurred across centermost slot. A small portion of the fracture site on the distal half of the plate has been rubbed smooth. The opposing face on the proximal half of the plate has a crack spreading longitudinally away from the fracture. Plate has been bent to fit the patient, but it cannot be determined if the plate was bent across any slots. All slots and holes show signs of wear, indicating screws had been inserted in all locations. Scratches can be seen in many places, but it cannot be determined when these occurred.

Event description:
A distal clavicle plate was implanted in (B)(6) 2016. At some point post operatively, the plate broke. The plate was explanted in (B)(6) 2017.